Manufacturer narrative:
Device investigation completed and the results are: device history record review the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Returned sample: the implant was returned but not in original package. The implant was verified to be a hahn tapered implant 4.3 mm x 11.5 mm (70-1154-imp0011) using radiographic template (pk-209-062515).the outside threads were worn out. Bone debris was observed from the implant. Returned part inspection results the returned part was inspected and confirmed the implant was not defective. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: based on the information given on the product investigation questionnaire, doctor did not observe any abnormality with the implant itself. Based on returned product, the threads were worn out. The probable cause for this observation might be the way the implant was handled during the procedure. Therefore wearing off of threads cannot be concluded as contributing factor toward allergic reaction. The patient has a history of smoking, hypertension, and skin cancer. The reported symptoms as termed as "allergy by the patient" could be caused by various factors ranging from patient's medical and dental history, patient's health and hygiene status to improper placement of the implants. Based on the information given, the root cause cannot be explicitly determined. The most likely probable cause could be patient factor.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. This is the second of four implants, see manufacturer reports: 3011649314-2019-00190 ((B)(4)), 3011649314-2019-00193 ((B)(4)), 3011649314-2019-00194 ((B)(4)).

Event description:
It was reported that the hahn tapered implant is believed to have caused an allergic reaction to the patient. The patient would like them removed and not replaced. The implant was placed during implant procedure on tooth #19 on (B)(6) 2017. Bone strength is noted as grade iii. The patient has a history of smoking, hypertension and skin cancer of the face. The patient presented complaining of numbness on (B)(6) 2018. It was at time the implant was removed. Patient current condition per report, "patient is satisfactory." There was no injury to the patient.